Manufacturer narrative:
After replacement of the transducer, the fse verified the repairs by completing a passing system check and high sensitivity system check.

Event description:
A beckman coulter (bec) field service engineer (fse) was at the facility on (B)(6) 2014 and replaced the transducer on the access 2 immunoassay system to address the customer's troponin I (access accutni+3) quality control issues. The customer retrospectively reviewed patient results and informed bec that three (3) patient results obtained after transducer replacement were not consistent with results obtained before transducer replacement. The customer reported not being aware of any change or impact to patient care in association with this event.